Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported issue of over infusion was not reproduced. The device was tested for flow accuracy and found to deliver within specification. No component issue was identified related to this reported problem. Functional testing was also performed for the reported issue of false downstream occlusion alarms which was not replicated. A review of the event history log revealed downstream occlusion messages. Evaluation determined the cause to be an out of calibration force sensor. The force sensor requires calibration to correct this issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported events. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump over infused even with new sets and was falsely alarming downstream occlusion. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.